Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. A follow-up CT scan on an unknown date was performed. The diameter of the right iliac is 28 mm with a length of 15 mm and 20 degree angulation and severe tortuosity with moderate calcification. The diameter of the aortic neck is 60 mm with a length of 28 mm and 20 degree angulation. The neck has severe tortuosity and moderate calcification. It was reported that the patient presented at the hospital and complained of back pain. A CT scan was showed no rupture but there was a proximal type ia endoleak and distal type ib endoleak from the right limb. The physician elected to implant an endurant aui stent graft and an endurant extension to fix the endoleaks. The distal type ib endoleak was corrected with the extension. The proximal type ia endoleak did not resolve with the placement of the aui stent graft. No further procedure is planned. Per the physician, the cause of type ia endoleak and type ib with the aneurx stent graft was due to disease progression. The cause of type ia endoleak with the endurant aui was due to the aneurx stent graft was too high for anything to fit. No additional clinical sequelae were reported and the patient will be monitored.